Event description:
Per the clinic, the patient experienced pain around the implant site, and the implant was found to have migrated. The implant was repositioned during a surgical procedure on (B)(6), 2011. In (B)(6), 2012, a second surgical procedure was performed to "fill in" the recess bed from the original cochlear implant surgery. The implanted device remains.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event. Implanted device remains.